Manufacturer narrative:
Reporter occupation is lay user/patient. The customer¿s meter was returned for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer received unknown errors prior to blood application, twice, then was able to reach the countdown and perform a test. It was noted that when she applied a blood sample to the test strip, 'the meter counted down and then flashed back and forth between 6 point something to 7 point something in the result field.' The customer 'did not feel the 6 point something and 7 point something was a result and thought it may have been an error but could not recall exactly what she saw on the screen.' At 1:39 p.m. The meter result was 2.2 inr.

Manufacturer narrative:
During the investigation of the meter, a display check was passed and the display works properly. The device has been disassembled and its electronic compartment has been visually inspected. No root cause or any other evidence for missing segments were found. The issue could not be reproduced during the investigation. The customer material meets specification.